Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: broken device.

Event description:
Healthcare professional reported right "implant has ruptured at the time of insertion". The device was not implanted.

Manufacturer narrative:
Further trend investigation: review of all complaints of a0401 break for the period of may 2021 through apr-2023 related to date opened indicates that 1 point is above the upper control limit. However, an additional analysis does not require because only one complaint was involved in this month. No patterns were found; therefore, no additional actions are deemed required. The trend of a0401 break complaints will continue to be monitored and corrective actions will be taken in the future if deemed appropriate. Photo analysis results: visual analysis of the photographs identified: broken device : observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Healthcare professional reported right "implant has ruptured at the time of insertion". The device was not implanted.